Manufacturer narrative:
The insulin pump had chipped reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was breaking apart at the reservoir compartment and the reservoir would not lock in place. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.